Event description:
Healthcare professional reported "hospital has been using ivory soap to sterilize the breast sizers." Device has not been implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.